Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the clinician placed healing abutment and screw broke off inside of the implant. The screw was removed and another encode placed. Tooth #3

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) ieha444, (certain bellatek encode healing abutment 4.1mm(d) x 4.1mm(p) x 4mm(h)) for evaluation visual evaluation was performed, only the abutment body was returned. The abutment screw was not returned. DHR review was completed for the subject lot number 1253559. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253559 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : screw¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was the torque applied during placement/seating exceeds recommended value. However, a definitive root cause could not be determined since the screw wasn¿t returned. Therefore, based on the available information, a device malfunction could not be verified. The retaining screw was not returned with the abutment. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device was not returned.